Event description:
Per complaint (B)(4), a patient's dental implant was removed due to peri-implantitis. Bone loss and lingual fenestration were reported. A corticocancellous bone graft was performed. Guided tissue regeneration was needed to graft material membrane cytoplast.

Manufacturer narrative:
Follow-up submitted to report device evaluation.